Event description:
It was reported that a patient underwent an open repair of an incisional hernia on (B)(6) 202011 and mesh was used. The patient presented back to the surgeon a couple days after the procedure with redness and swelling. Undefined intervention was given. Additional information was requested.

Manufacturer narrative:
(B)(4) redness. (B)(4) undefined intervention occurred. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria.